Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.") No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl due to incorrectly calculating a bolus dosing. To treat the low bg level, honey, glucose gel, and syrup was consumed. Review of the pump data logs by tandem technical support showed that the customer overrode the recommended bolus dosing. Customer acknowledged the information and reported bg level was 187 (mg/dl) at the time of the reported event.